Manufacturer narrative:
A review of the image result files showed that results appeared as reported by the echo. All testing prior to and subsequent to the unexpected reactivity was as expected using the same reagent vials and the same echo instrument. No patient sample or donor segments were available for additional testing. A sample related issue could not be ruled out.

Event description:
A customer reported obtaining unexpected negative/compatible reactivity on the crossmatch assay on galileo echo (B)(4), for a sample having anti-jka.